Event description:
Customer received of "55" mg/dl while sweating and shaking. Paramedics were called and the customer drank. Paramedics were called and the customer drank orange juice. No further treatment was described. A reading of 141 mg/dl was received. Customer tested again with their meter and received a reading of 7.2. Customer realized that their meter was set to the wrong unit of measure. Testing was conducted on the fingers.